Manufacturer narrative:
The insulin pump had a high stop current due to a corroded electronic assembly. The insulin pump alarmed for a motor error during the basic occlusion test due to moisture damage at the force sensor resistor. The motor was received with traces of corrosion. However, the insulin pump passed the restart error test and displacement test. The occlusion, prime and excessive no delivery alarm tests could not be performed due to the motor error alarms. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube window, and minor scratches on the display window.

Event description:
Customer reported button error and motor error alarm. Customer states that the insulin pump was exposed to fluid/moisture. Advised customer that the false motor error alarm may be caused by viewing the sensor glucose graph. The blood glucose reading is 255 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.